Event description:
It was reported that during routine follow up this right ventricular (rv) lead was found to have no slack and the helix was slightly retracted, apparently due to twiddlers syndrome. A lead revision was performed, the slack was advanced back to the lead and the helix was extended. After the revision procedure the lead measurements were within normal range. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: patient code 2114: twiddlers syndrome was omitted from the initial report. Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that during routine follow up this right ventricular (rv) lead was found to have no slack and the helix was slightly retracted, apparently due to twiddlers syndrome. A lead revision was performed, the slack was advanced back to the lead and the helix was extended. After the revision procedure the lead measurements were within normal range. No additional adverse patient effects were reported.